Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's right atrial(ra) lead had exhibited noise. During the procedure, the physician saw an insulation breach on the ra lead. The ra lead was capped and replaced on (B)(6) 2019. The patient was stable before/during/after procedure.